Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurately high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010 and obtained the following information: the patient mentioned on the morning of (B) (6) 2010, the patient had tested and obtained a result over 500 md/dl slightly before 10:00 am. A few minutes later, he had had symptoms of feeling dizzy and shaky. He took his usual dosage of metformin and his wife took him to the ER at 10:00 am. In the ER, the patient's blood glucose test was done on the hospital meter and the patient obtained a result in the 200's. A lab test was also done and 45 minutes later the result came back with a reading of 83 mg/dl. The patient was treated with IV fluids and was in the ER till 3pm that evening. The patient claims he was not given a diagnosis and his diabetes regimen was not changed. His test strips were in good condition and not expired. The patient claims he has never obtained an elevated reading in the 500's before. He tests his blood glucose 2-3 times a day. A normal reading for him is between 100-130 mg/dl. The meter was replaced. The complaint is being reported since the patient alleged that he obtained an elevated reading; however, developed symptoms suggestive of hypoglycemia and had to receive medical treatment in the ER.